Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance with calibration and auto mode readiness. Blood glucose level at the time of the incident was over 400 mg/dl but declined troubleshooting. Customer stated they were in auto mode but was turned off and was updating for 4 hours. Customer also reported bleeding at sensor insertion site. The insulin pump was not replaced or returned for analysis.